Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient had redness/swelling and an infection at the chest pocket incision site as of (B)(6), resulting in explant on date notified. The interventions taken were surgical washout and implantable pulse generator (ipg) replacement, resolving the issue. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.